Event description:
On 10/31/96, the MFR rec'd a fax from its distributor detailing an incident which had occurred at a facility in their territory. The report states that "no needle hole was found when trying to push air out of the drug prior to use for the pt. The replacement was the same type".